Event description:
Customer reported that his meter didn't turn on, was unable to test and stated he lost consciousness and had a seizure at his home. He reported that his va nurse called a hospital and advised them to take him in and he reportedly woke up in the hospital. Customer does not recall the medical event or treatment rendered, he only recalls "being in the hospital for 3 days". There was no diagnosis reported. Attempts were made to contact customer to clarify medical event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.